Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged cable crimp from the yaw cable at the distal end near the monopolar yaw pulley. The components adjacent to the dislodged crimp do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the dislodged cable crimp is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument did not move the way the surgeon moved it from the surgeon side console, and the instrument was replaced. The procedure was completed with no reported injury.